Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had blank display as well as damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump stopped working and insulin pump asked for a new battery, customer changed the battery and had tried several batteries but the screen was completely blank and it was not detecting the new battery. The customer stated that during the call the screen was back up, it gave a battery failed error, then a power loss alarm. The customer also stated that the insulin pump had crack on the back of the insulin pump that goes over to where the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and broken battery tube threads. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored for several hours and no unexpected power loss, replace battery now alarm, failed battery test or battery failed alert noted during testing.